Manufacturer narrative:
(B)(4). After installing the battery the unit shows low power battery sign and no key function due to c13 voltage leak on interface board.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test alarm. Contacts were not missing or damaged. Customer stated that neither compartment nor spring are damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.